Event description:
Patient was treated at hospital for hyperglycemia. Reporter indicates that "patient was at hospital a couple of days ago and walked out due to argument with doctor." Pump not returned for evaluation.